Manufacturer narrative:
The field service engineer replaced the reagent probes and the reagent syringe and performed adjustments and cleaning. The investigation determined the issue was due to insufficient operator maintenance.

Event description:
The initial reporter questioned low results for approximately 10-14 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. Discrepant results were provided for 7 patient samples. Repeat testing was performed on a different c701 module. Patient 1 initial result was 1.6 mmol/l. The repeat result was 2.6 mmol/l. Patient 2 initial result was 1.18 mmol/l. The repeat result was 2.27 mmol/l. Patient 3 initial result was 1.61 mmol/l. The repeat result was 2.23 mmol/l. Patient 4 initial result was 1.57 mmol/l. The repeat result was 2.09 mmol/l. Patient 5 initial result was 1.67 mmol/l. The repeat result was 2.27 mmol/l. Patient 6 initial result was 1.51 mmol/l. The repeat result was 1.99 mmol/l. Patient 7 initial result was 1.07 mmol/l. The repeat result was 2.03 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The ca2 reagent lot number was 717259. The expiration date was not provided.

Manufacturer narrative:
Calibration and qc were acceptable. The customer stated there were no issues with the sample tubes. The cuvettes were replaced on approximately 04-may-2023. The extra wash cycle (ewc) from lipc to ca2 and from crp4 to ca2 was not activated. The field service engineer (fse) visited the customer site and replaced the vacuum valves, however, the issue was not resolved. The investigation is ongoing. H3 other text : na.